Manufacturer narrative:
Three of the four samples were checked with (B)(6) reagent. The fourth sample could not be checked because there was not enough sample left for testing. Results for all three samples was < 2.0 iu/l.

Manufacturer narrative:
The same four samples provided for investigation were tested with pcr and all 4 samples were found to be (B)(6). The presence of (B)(6) (protein) due to vaccination could not be clarified by pcr.

Event description:
The customer reported that they received erroneous results for two dialysis patient samples tested for hepatitis b surface antigen (hbsag) and confirmed with hbsag confirmatory test. It was assumed that the results from the hbsag and hbsag confirmatory test were false positive. It was asked, but it is not known if any erroneous results from these patients were reported outside of the laboratory. Patient one had a sample that was initially tested for hbsag and resulted as 2.43 coi. The sample was repeated and resulted as 2.48 coi. Confirmatory testing with the hbsag confirmatory test was run on the sample and it resulted as 0.404 coi with the confirmatory reagent and 2.14 coi with the control reagent. A new sample was collected from the patient on (B)(6) 2014 and resulted as 0.381 coi for hbsag. The sample from either (B)(6) 2014 was sent to a different laboratory for testing with the pcr method and the result from this test was negative. It was asked, but it is not known which sample was used for testing with the pcr method. Patient two had a sample that was initially tested for hbsag and resulted as 1.03 coi. The sample was repeated and resulted as 1.09 coi. Confirmatory testing with the hbsag confirmatory test was run on the sample and it resulted as 0.299 coi with the confirmatory reagent and 0.821 coi with the control reagent. A new sample was collected from the patient on (B)(6) 2014 and resulted as 0.335 coi for hbsag. The sample from either (B)(6) 2014 was sent to a different laboratory for testing with the pcr method and the result from this test was negative. It was asked, but it is not known which sample was used for testing with the pcr method. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patients were harmed by any action taken was requested but not provided. It was asked, but lot numbers and expiration dates for the hbsag and hbsag confirmatory test reagents were not provided.

Manufacturer narrative:
Additional testing was performed on one of the samples provided for investigation for patient 2. The sample was tested on a siemens centaur analyzer and was found to be (B)(6). The presence of an (B)(6) protein in the sample is most likely. The (B)(6) result with the elecsys (B)(6) test is assumed to be correctly (B)(6). Additional sample from patient 1 was not available for further investigation. A specific root cause for the difference in results between the different samples for each patient could not identified. Contamination with (B)(6) might be possible. In addition, it is possible that the patient had a (B)(6) due to previous vaccination, and results have been influenced by dialysis.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer provided four samples from the two patients for investigation. The samples were tested and the customer's (B)(6) results could be reproduced. Both samples from (B)(6) 2014 were found to be (B)(6) and both samples from (B)(6) 2014 were found to be (B)(6). (B)(6) results of all samples were found to be (B)(6). A specific root cause could not be determined as clarification is currently not possible with the available information and measured results.